Manufacturer narrative:
Customer reported to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The reported "cassette not attached alarm" problem was not duplicated. However, showed a cassette not attached properly in event history log. The root cause of the reported issue was found to be unknown. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor as a preventative measure.

Event description:
It was reported that the device had an alarm. No patient injury was reported.